Event description:
It was reported that an alert triggered due to high defibrillation coil impedance on the right ventricular (rv) lead. The impedance gradually increased, peaked, and has been fluctuating. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.